Event description:
As reported via the department of safety as part of monitoring the metadata data base, this clinical study patient experienced right groin repair which requiring stenting. The event was reported to be resolved. Follow up with the clinical site has not yet provided any further information as to device relationship, or a current patient status.

Event description:
Reportedly, the device was explanted after approximately 30 months due to endocarditis. Implant date is known only as '2007'. Per the customer experience report: patient got a bio valve because of downs syndrome at age 33. Model, size, and serial number remain unknown. Source and type of infection not provided. Device was replaced with a sjm mechanical valve. Device will be returned.

Manufacturer narrative:
At the time of reporting, the patient status was hospitalized (stable). No update on patient condition has been received as of 08/18/2010. On 07/28/2010 requested copy of operative report, pathology report, discharge summary, pt medical history, source and type of infection, and echo cd. On 07/29/2010 received info from sales rep that device may possibly be a 6900-27mm. Echo is not available. On 07/29/2010 requested source and type of infection to determine if feasible to decontaminate for safe handling. Once the type of infection is known, provided that the device is safe for processing, the device will be returned for evaluation. Also, requested permission to disassemble device for s/n after the evaluation is completed. Surgeon is currently on vacation. Sales rep will attempt to contact him at a later date. This was determined reportable per edwards lifesciences procedures. Customer letter required. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not received for evaluation.

Manufacturer narrative:
Due to reported infection, this device was held until the source and type of infection could be identified. On 09/13/2010, new information was received regarding the reason for explant. Per the updated customer experience report, the valve had been explanted due to structural failure with valve stenosis. There was no indication of infection or endocarditis. This devic was cleared for evaluation. Evaluation was completed and the results of investigation were provided to the customer. Evaluation summary: moderate to heavy calcification is detected in the cusp area leaflet 1. Calcification is minimal in the cusp area of leaflets 2 and 3. At the free margins, calcification is heavy in leaflet 2 and minimal in leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. A tear is detected along the midline of the free margin of leaflet 2. The tear measures to approximately 2mm; calcification is noted in the region of the tear. Moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest distance of approximately 5-6mm. Host tissue is moderate at the stent inflow and moderate to heavy at the stent outflow. The x-ray demonstrates calcification.